Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented for implant. During surgery, the introducer perforated through the heart structure. The patient's blood pressure dropped and tamponade occurred. The patient deceased.